Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The company representative reported that they had been made aware of forthcoming knee revision.

Manufacturer narrative:
An event regarding an revision surgery which has not taken place involving an unknown knee implant was reported. The event was not confirmed. Device evaluation: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as device details, device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The company representative reported that they had been made aware of forthcoming knee revision.